Event description:
Home pt (hp) contacted baxter's service technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during their automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected the transfer set from the pt line of the homechoice set during therapy. When hp returned they reconnected the transfer set to the pt line of the homechoice set and attempted to resume therapy, immediately following, the system error message appeared. Tsc assisted hp in ending therapy early and advised hp to complete therapy manually. Per hp, no pt injury or medical intervention was associated with this incident.